Event description:
Complaint description: a hospital nurse reported that a black ring fell off the distal end of a bronchoscope and fell into a pt during a bronchoscopy procedure. After the physician removed approximately 80% of the broken piece, retrieval efforts were discontinued due to the pt's discomfort. There was no complications related to the occurrence.